Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis, if so available, as well as to indicate the product serial number, the date of the event, and the explant date, if explanted. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint since no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Death is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Special care must be used when handling the device because contaminants such as lint, fingerprints and talc may lead to a foreign-body reaction. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."

Event description:
A reporter from the new york post newspaper called allergan to inquire about a lawsuit that was filed in the manhattan superior court. According to the reporter: "the filing states the lawsuit is against the following hospital [name of the hospital], surgeon [name of the surgeon] and allergan/inamed/bioenterics." The reporter mentioned that two lap-band patients had died. A database review was performed and all death cases reviewed however, no matching case was found. This record and a second record were created to capture the reported alleged events. Follow-up with new york surgeons provided the following, from dr [name]'s office: "the surgeon has no idea what happened, or what the cause of death was for this patient. The surgeon never heard from the patient, family, or any care givers. The surgeon was surprised to learn that the patient had died." The patient was described as: "a young lawyer who had a normal procedure and typical discharge and recovery." Additional follow-up with the surgeon is in progress. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.